Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak in a titanium adapter while a patient was performing peritoneal dialysis (pd) therapy. The nurse stated that the titanium adapter started to slightly loosen causing the leak between the two parts of the titanium adapter. The nurse sterilized the adapter and tightened the connection. The nurse gave the patient prophylactic antibiotics as a precaution. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.